Event description:
The customer reported being unable to obtain leads ECG intermittently during a patient event. The involved patient died. The customer was unable to say if the device played a role in the patient's outcome.

Manufacturer narrative:
(B)(4). The customer reported being unable to obtain leads ECG intermittently during a patient event. The involved patient died. The customer was unable to say if the device played a role in the patient's outcome. The device was evaluated at philips. The reported symptom was not duplicated. Review of the electronic event summary shows 4 successful 12-lead ECG's obtained and a leads and pads waveform available when leads or pads are applied. The device, involved ECG lead set/trunk cable therapy cable passed testing. The device was returned to the customer for use. The reported symptom is consistent with a use issue relating to lead selection and not a device malfunction.